Event description:
It was reported that this pacemaker exhibited wrong heart rate and frequent premature ventricular contraction (pvc), which may have provided a false low. The non-boston scientific right ventricular (rv) lead exhibited low pacing rate, which was recommended to be evaluated. Currently, this product remains in service and no adverse patient effects were reported.